Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
The event stated that the anti-siphon valve on lipids was found to be leaking around 4am after giving morphine infusion via med line. Lipids were removed and flush placed on anti-siphon and liquid shot out when it was flushed. Entire tpn/il set up had to be changed due to leak. The event occurred in the hospital during use on a patient. There was patient involvement and no adverse events.